Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger faults) has been confirmed. Upon investigation the battery charger/modem was unable to properly charge a battery. The cause for the failure was isolated to contamination on the battery board. The root cause for the contamination wa ingress of an unk liquid. No adverse event resulted from the contaminated charger. The pt received a replacement battery charger/modem.

Event description:
A (B)(6) male pt called zoll customer support to report that the he was receiving battery charger faults. The pt was fitted with a replacement battery charger/modem.